Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he was having low blood glucose of 45 mg/dl, treated with some juice. Customer initially called to inform that she was having issues with inserting the sensor. Customer stated the sensor was stuck to the inserter. No further information reported.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and found the sensor pedestal separated from the sensor base. Unable to perform the insertion test complaint against to the enlite-serter.